Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheet received. Pfs alleges pain, physical injuries, decreased range of motion and mobility, elevated metal ions, inflammation,tissue damage caused by metal debris,unable to do normal activities, difficulty with stairs, walks with slight limp,cannot sit extended time and bend more than 90 degrees.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges pain, physical injuries, decreased range of motion and mobility, elevated metal ions, inflammation, tissue damage caused by metal debris, unable to do normal activities, difficulty with stairs, walks with slight limp, cannot sit extended time and bend more than 90 degrees. After review of medical records for MDR reportability, patient was revised to address right painful hip status post modular metal on metal total hip arthroplasty/adverse metal reaction. Revision notes stated that there was a yellow cloudy fluid noted, and large amount of fibrinous tissue involving capsular region. Clinical visit reported pain, limb length discrepancy (left leg 1cm longer than the right leg), and back pain. MRI showed large fluid collection both anteriorly and posteriorly in the right hip region. Removed metal poisoning since lab result shows metal ion levels below 7ppb.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges friction and wear between the cobalt-chromium metal head and metal liner that caused large amounts of toxic cobalt-chromium metal ions, severe pain, discomfort and inflammation in and around his implant. Doi: (B)(6) 2010; dor: (B)(6) 2015; right hip. Patient is bilateral, see pc-(B)(4) for left hip.

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.